Event description:
Description of event according to initial reporter: the graft had been correctly implanted on the patient and, while they were retrieving it at the end of the procedure, a component came off and they were able to remove it from the patient after the total delivery of the thoracic proximal component, they removed the dilator leaving the sheath inside the patient. At the end of the retrieval they felt resistance so tried to pull harder and this caused the rupture of the dilator at the level of the connection between the grey part ant the white part. The white part remained inside the sheath and only in part out of the valve, so they were able to pull it out. Patient outcome: no damages for the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Manufacturer narrative:
(B)(4). After investigation the event for this pr# is no longer reportable summary of investigational findings: a patient with aortic isthmus rupture after trauma was treated in emergency with a zta-p-32-155 (complaint device). It was reported that after the total delivery of the complaint device, the dilator was removed leaving the sheath inside the patient. At the end of the retrieval, the physician felt resistance so tried to pull harder and this caused the rupture of the dilator at the level of the connection between the grey part ant the white part. The white part remained inside the sheath and only in part out of the valve, so the physicians were able to pull it out. The patient did not experience any adverse effects due to this occurrence. Review of the device history record gave no indication of the device being produced out of specification. No device was returned for evaluation. 1 video and 4 photos of the complaint device were provided. The first photo shows dilator tip with uat and wire guide in the distal end and cannula in the proximal end, and gray positioner with captor sleeve. The second photo shows gray positioner with 3 trigger wires. The third photo shows gray positioner with captor sleeve and 3 trigger wires, and dilator tip with uat and wire guide in the distal end. The fourth photo shows gray positioner and 3 trigger wires. Based on the provided photos and information, it is assumed that cannula may have separated from handle (pin vise). However, as the complaint device was not returned for evaluation, it has not been possible to determine the cause of separation. It is noted that zta device is used for treatment of traumatic aortic isthmus rupture, which is outside of intended use. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.